Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user did not announce a small meal containing refried beans and subsequently experienced elevated glucose overnight followed by a low early in the morning that required two oral glucose tablets; the device alarm 68278 occurred and troubleshooting and education were provided, including guidance to announce small meals. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included successful self-treatment with oral glucose and return to target range, with no hospitalization. Investigation included user education, dietary review, and troubleshooting. Investigation of this case revealed that missed meal announcement and underestimated carbohydrate content were likely contributors, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.